Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a low anterior resection procedure, the device did not fire when squeezing the lever. It was stated that the device cannot be fired so they can't judge whether it can be cut. Another reload was used to continue the procedure.